Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d4 "primary unique device identification (UDI) number" of the initial report, "unknown" is being corrected to "n/a". This device is not sold or distributed in the u.s., therefore there is no UDI. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The device was evaluated where an additional potential adverse event was confirmed where foreign material was noted in the channel tube. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There were no report such as deformation or damage of the biopsy channel. Olympus could not obtain any information regarding the reprocessing steps by the user. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): -reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) *precleaning the endoscope and accessories *manually cleaning the endoscope and accessories olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the duodenovideoscope forceps was stuck in the control section and could not be removed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.